Manufacturer narrative:
The impella 5.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with cardiomyopathy. After returning to the ICU from having a swan-ganz catheter placed, the patient developed excessive bleeding from the impella insertion site. The impella was removed, the patient was delivered several units of blood products, and surgery to repair the damaged artery was performed. It should be noted that the physician feels the placement of the swan-ganz catheter may have nicked a suture holding the graft to the artery in which the impella was placed. This sequence of events was felt to have put excess strain on the artery resulting in the reported tear.